Manufacturer narrative:
The recipient's dizziness has reportedly decreased. The recipient was prescribed meclizine to take as needed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issues reportedly improved with physical therapy. The recipient is using the device. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing dizziness and balance issues since implantation. The recipient is also experiencing vertigo, nausea, and vomiting. The recipient was prescribed diazepam.